Manufacturer narrative:
The device has been discarded, therefore the actual device will not be evaluated. This event is being reported due to a single proceeding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
The doctor indicated that during a recall appointment, patient decide to replace the zirconia abutment with a new one. The zirconia abutment fractured during the procedure to remove the abutment from the implant. There was no reported injury.